Manufacturer narrative:
Evaluation method: device discarded, no evaluation can be performed. Additional manufacture narrative: the device history record review was not performed because the serial number of the ring is unknown. This ring was explanted and was replaced with a 7300tfx-25mm valve, which was also explanted at implant. Reference (B)(4) for valve report. It was reported that the surgeon indicated that there was nothing wrong with both devices. The operative report and patient information were requested, however, no information has been received. Without additional information regarding the patient history and devices, edwards lifesciences is unable to determine a conclusive root cause for the alleged regurgitation experienced with the ring.

Manufacturer narrative:
Additional manufacturer narrative: overall, the investigation reveals nothing to indicate a quality deficiency during the manufacture of the device that may have contributed to this event. The serial number was provided; therefore, review of the device history record (DHR) was completed. The DHR review confirms that this device passed all manufacturing and sterilization inspections.

Event description:
It was reported that an edwards annuloplasty ring was explanted at implant. . After coming off bypass, the echo revealed heavy regurgitation. Cardiopulmonary bypass was reinstated and the ring explanted and replaced with a 7300tfx-25mm valve ((B)(4)). The surgeon indicated that there was nothing wrong with either devices. Devices are not available for return as they were discarded.

Event description:
The operative report states, "a 26 millimeter ischemic annuloplasty ring was placed; however, resultant transesophageal echo showed moderate mitral regurgitation. The decision was made to replace the mitral valve. Mitral valve was excised preserving the cords and was sized to a 25 millimeter mitral valve. It was a significantly tight fit. Pledgeted valve sutures were placed circumferentially and the valve was seated, tied down, however, transesophageal echo showed a large perivalvular leak posteriorly. Upon re-inspection of the valve it appeared that the posterior portion of the valve was not well seated and the posterior strut was directed posteriorly into the ventricular wall. The valve was removed."